Event description:
The customer reported falsely depressed sodium results for multiple samples generated on the architect c4000 processing module starting on (B)(6) 2025. The customer provided one patient example: initial sodium result = 118 mmol/l repeat sodium result on another analyzer = 140 mmol/l. Customer¿s reference range for sodium = 136 to 145 mmol/l. The customer noted that results were reported out of the lab and that the physician contacted the customer questioning the results. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Service inspected the architect c4000 processing module, serial number (B)(6), and performed multiple troubleshooting procedures, including replacement of the ict to ict pre amp cable (c-35016756-02) to resolve the issue. No additional result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c4000 processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the ict to ict pre amp cable (c-35016756-02) did not identify an increase in complaint activity. A review of the device history record did not identify any nonconformances or deviations for the ict to ict pre amp cable. Labeling was reviewed and addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect c4000 processing module, serial number (B)(6), or the ict to ict pre amp cable (c-35016756-02) were identified.

Event description:
The customer reported falsely depressed sodium results for multiple samples generated on the architect c4000 processing module starting on (B)(6) 2025. The customer provided one patient example: initial sodium result = 118 mmol/l repeat sodium result on another analyzer = 140 mmol/l. Customer¿s reference range for sodium = 136 to 145 mmol/l. The customer noted that results were reported out of the lab and that the physician contacted the customer questioning the results. There was no impact to patient management reported.